Event description:
It was reported that the procedure was to treat an eccentric lesion in the mid to distal right coronary artery with moderate tortuosity, heavily calcification and 99% stenosis. A 1.5x15mm traveler rx balloon dilatation catheter was advanced to the lesion, resistance was felt with the patient anatomy and the balloon was inflated; however, the balloon ruptured at 7-8 atmospheres (atms). The 1.5x15 mm traveler rx balloon dilatation catheter was withdrawn from the patient anatomy without resistance. An unspecified balloon catheter was used to further dilate the lesion. A 3.0x15mm traveler rx balloon dilatation catheter was then advanced to the lesion, resistance was felt with the patient anatomy and the balloon was inflated; however, the balloon ruptured at 8 atms. Then the lesion was dilated with a 2.0x15mm traveler balloon dilatation catheter and a xience xpedition stent was implanted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, xt-r; guide cath: launcher, corsea. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The 1.5x15mm rx traveler dilatation catheter referenced, is being filed under a separate medwatch report.